Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient was hospitalized for diabetes. The reporter indicated that the patient was taken off of the animas pump in favor of a pump with a different feature set which could alert the patient during sleep and would disconnect on its own. This report is made based on the allegation that the patient was hospitalized for diabetes of unspecified cause while using insulin pump therapy.